Manufacturer narrative:
B3: the leaks were discovered on april 8 and april 9, 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva tpn bags leaked from a pin hole in the top left corner. This occurred after compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 14, 2023 - november 14, 2023. H11: the actual device was not available; however, three companion samples, two photographs and one video of the sample were received for evaluation. The returned photographs and video were reviewed, and it was noted that there were leaks on the upper left edge of bag. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. The companion samples were functionally tested, and no issues were observed. The reported condition was verified on the photograph and video samples; however, the condition was not verified on the companion samples. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.